Manufacturer narrative:
(B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that the level detection system of the s5 system failed to detect a low level and communicate it to the clamp during priming. There was no patient involvement.